Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information was reported (the patient's weight was reported).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that they don¿t know what led to their lack of urination control but they started treatments for it in 2010. It was stated that the problem is very bad at night; nights are so bad that rubber pants are necessary. Medications that they can recall taking are: desmopressin, toviaz, oxybutynin, and vesicare. They¿ve also had many tests, macroplastique bladder procedure, and cystoscopy, but the issue was not resolved at all. They had a new implant put in 2016. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.